Manufacturer narrative:
Date sent: 7/11/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colectomy procedure, the device tore. It had a hole in it. No pieces fell into the pt. Used a second like device to complete the case with no pt consequence.